Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was being used in a flexible ureteroscopy procedure. According to the complainant, the basket would not open or close properly. The doctor tried to solve the issue with force and broke the handle. The patient's condition is unknown.

Manufacturer narrative:
Although expected, the device has not been received for analysis. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.